Event description:
The clinician reports the implant was inserted (B)(6) 2023 in the patient's mouth. Details of surgery: sinus augmentation. On (B)(6) 2024, non-osseointegration was verified. Patient presented with bone type iii, poor oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.

Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 30. Details of surgery: sinus augmentation. On (B)(6) 2024, non-osseointegration was verified. Patient presented with bone type iii, poor oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.